Event description:
Customer states that her husband reportedly received the following results on the aviva system within 10 minutes: 280 mg/dl, 197 mg/dl, and 139 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.